Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) and pn: 380663-25 distal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that a repeated recoverable fault 26020 occurred on arm 1 during a procedure. The system was not connected to onsite, and system logs were unavailable for review. The customer power cycled the system and performed a hard reboot/epo on the robot/psc, but there was no change. The customer attempted to disable arm 1 and move it out of the way but was not given the option to do so. Technical support engineer (tse) assisted the customer with manually disabling arm 1 by holding the port clutch button at startup. Later, it was reported that another hard reboot was performed, clearing the 26020 error. However, after docking arm 1 again, the system faulted with error 307. Another reboot was performed, but the system powered back on with the same 26020 error on arm 1. The customer was unable to disable arm 1 due to a tip-up fenestrated forceps instrument grasping tissue. A third-party laparoscopic camera was used to gain visualization, and the instrument was manually removed. Despite further attempts to disable arm 1, the system would not allow it. The customer undocked arm 1, power-cycled the system, and attempted to disable arm 1 again, but the system still would not disable it. The customer removed the remaining instrumentation, undocked the remaining arms, and performed another hard reboot, but the 26020 error persisted. The caller planned to discuss with the surgeon how to proceed and was requested to provide a picture of the event logs. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occurred 30 minutes after start of procedure. The surgeon converted to lap. The patient tolerated the conversion well. Delay was roughly 2 to 3 hour delay. No known complications. The surgeon had to extend the port fairly large.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. In lighthouse, error 319 was confirmed, indicating that usm nodes d through f were not present at startup. The logs also confirmed the unit triggered several error 307 pointing to the axes controller motor (acm). Installed the distal suj onto a system where the unit functioned as expected, but found errors 17 and 32 in the error logs, indicating a wheel communication fault reporting to the axes controller tornado (act) board. Tested the distal suj on a patient side cart (psc) fixture test platform (pftp) where it passed all relevant testing. The usm was put on the pftp, and it triggered error 307 during the node check test during programming. The clock spring fiber cable was replaced with a known working component, but the error 307 persisted. The original clock spring fiber cable was returned, and the acm was replaced with the known working unit to see if the error would change. However, the error 307 continue to persist. The clock spring fiber cable was replaced with a known working unit, and the error 307 disappeared. The original acm board and the original clock spring fiber cables were returned to the unit and the error 307 reappeared. Visual inspection of the distal suj and usm found no issues related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a faulty act board in the distal suj and a faulty clock spring fiber cable and acm board in the usm. This issue may be resolved by fse replacement of the distal suj and usm.

Event description:
Refer to h11 for follow-up information.